Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision surgery with implantation of a 550cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had her incisions from the breast implant surgery reopen during her wedding event. As a result, the patient underwent removal of the left breast prosthesis and was replaced with a 550cc mentor memorygel breast implant on (B)(6) 2016. Refer to manufacturing report number 1645337-2022-01025 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).